Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00049 (B)(4): 1. Contact office: changed from "(B)(6)," 2. Date received by mfg: changed from "blank" to "07/08/2024," 3. Report source - changed from "company representative, foreign, health professional, user facility," to "company representative, health professional."

Event description:
Customer called the remote service engineer (rse) and asked for the detector parts ID since the detector was dropped and no longer functioning. Rse person provided parts ID and notified to contact philips for any follow-up at which point a new service order will be created for detector replacement. No injury reported.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost r4 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the digitaldiagnost r4 indicating that customer requesting support - parts ID: skyplate detector - skyplate detector was dropped and no longer functions. No harm was reported. Customer called the remote service engineer (rse) and asked for the detector parts ID since the detector was dropped and no longer functioning. Rse person provided parts ID and notified to contact philips for any follow-up at which point a new service order will be created for detector replacement. New service work order created for detector, as material only. Detector was delivered by philips and installed by the customer. Based on the information available and the testing conducted, the cause of the reported problem was the detector drop. The reported problem was confirmed. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Detector was delivered by philips and installed by the customer.